Event description:
It was reported that a user experienced alternating low and high blood glucose, including a low of 60 mg/dl after an aggressive correction and a subsequent high of 230 mg/dl following overtreatment of the low with chocolate and a pop tart; the ilet provided high and low alerts, and there was no outside assistance or medical intervention. Symptoms included feeling unwell. Outcomes included transient hypoglycemia for approximately 15 minutes and hyperglycemia for approximately one hour, both corrected without healthcare utilization. Investigation included review of user-reported history and device alerts. Investigation of this case revealed user-related management issues, specifically an aggressive correction contributing to hypoglycemia and overtreatment of the low contributing to rebound hyperglycemia; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was user management of hypoglycemia and meal-related behaviors rather than a device issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.